Event description:
As per manufacturer incident report (B)(4) we received from the factory in germany: operation: laparoscopically assisted vaginal hysterectomy. Operation extension: re-operation to remove broken parts. They felt uncomfortable when they grabbed the suture needle. After completing the surgery on the patient, they found that the jaw of 26173kal was broken. They performed an x-ray examination. Then, because he found a broken fragments, he recovered them by re-operation. At present, the patient is in good condition.

Manufacturer narrative:
The affected product has been requested for investigation by the manufacturer. When the affected product has been returned to the manufacturer, an investigation of the returned product will be conducted.

Manufacturer narrative:
The concerned 26173kal macro needle holder was returned and investigated by the manufacturer. Upon inspection of the instrument a damage at the distal end could be confirmed. The tie rod in the joint mechanism of the movable jaw is broken. Two parts of the tie rod have been broken off. Furthermore, there are imprints visible in the back of both jaw parts outside of the clamping area. This indicates that the needle was not inserted in the intended area between the carbide plates of the jaw parts. As a result, the distance between the jaw parts was too large and a high leverage force on the joint was caused. This led to the breakage of the tie rod in the joint.